Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to following causes; 1) abnormality of the electrical contact part of the connector due to user handling communication failure might have occurred due to moisture and foreign matter (dust, drug residue, etc.) Adhering to the connector part of the subject device and light source. 2) abnormalities in accessory cables (endoscope cable, light source cable) communication failure might have occurred due to disconnection of the accessory cable or damage to the connector. 3)inappropriate endoscope use it is presumed that something unusual was happened in the endoscope, and that the endoscope could no longer be detected. 4) accidental failure of the subject device or the light source which was connect to the subject device there is also a possibility of accidental failure of the connector part or the internal board. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error b30 which indicated there was the communication problem between the subject device and the endoscope was displayed at the unspecified timing there was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was received the detail information as follows; the technician informed that the error b30 always occurred when the subject device connected to the endoscope and before the procedure, so no patient was injury with the reported phenomenon. Because the user was always able to change the subject device to another device. Also, it was informed that the user has been done the following things when the error b30 was displayed; the light source cables of the light source connected to the subject device was cleaned but did not work, then changed to other cables. The endoscope connected to the subject device was checked if its scope dried completely and cleaned the electrical contacts with alcohol . If additional information becomes available, this report will be supplemented.